Event description:
Additional information indicates that the patient was noted with moderate to severe fibrosis. Furthermore, the patient's device pocket was copiously irrigated with antibiotics solution. No additional adverse patient effects were reported.

Event description:
Additional information indicated that the patient had a fever for a long time. Blood cultures were taken which resulted positive due to an infection. A full system extraction was planned by the physician. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. Reportedly, the patient had enterococcus faecalis bacteremia. There were no additional adverse patient effects reported. The ICD was explanted.